Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks at battery compartment. Customer states damage was due to dropping insulin pump. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Cracked battery tube threads noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked belt clip slot.